Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
It was reported that unknown abutment screw fractured. Nothing is wrong with implant (tsvb10). Tooth location #14.

Manufacturer narrative:
Additional information was received from the customer on sep 19, 2017, revealing that the reported item is abutment screw mhlasp. It has been determined that the prior submission for MFR-0001038806-2017-00634, submitted on sep 18, 2017 is no longer considered a reportable event by the manufacturer and no further reports will be submitted.